Manufacturer narrative:
Exemption # e2012017 report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), patient experienced failure of implant to integrate, implant kept causing tenderness and was still loose after all months of healing.